Manufacturer narrative:
Additional review by an edwards¿ physician of the provided cine showed a correctly positioned valve, 80:20 post-deployment. The sapien 3 26mm valve does not look fully expanded after deployment. Post-procedural CT and echo revealed valve migration into lvot. No definite-root cause can be determined for the valve migration. No product malfunction was observed.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
At this time, no additional information has been provided. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The available information indicates the valve may have been undersized. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the 26mm sapien 3 valve was implanted by tf approach in aortic position without issues and with good result (angio). The patient was transferred to ICU and echo confirmed the good result. On pod 8 (day of planned discharge), a control echo was done and it was seen that the valve migrated ventricular into the lvot. The patient was stable but options are discussed on treatment. The 26mm valve was chosen according to edwards sizing chart (multiple attempts to determine the right 3d annular area showed 510-530mm²) and the valve was deployed somewhere between 70/30 ¿ 80/20 aortic/ventricular. The result looked good, however, after reviewing the imagery, the operators had the impression that a 29mm valve may have been a better choice. Nominal volume was used to inflate, and there was "normal calcification".

Manufacturer narrative:
Procedural cine was reviewed by an edward¿s physician. The overview indicated there was no sequence of valve alignment provided. Valve positioning was seen as well as the valve after deployment, which showed it not fully expanded, per the shape of the cells close to the skirt. No preprocedural CT was available to assess aortic valve anatomy and valve sizing. No definite root cause can be determined for the valve migration.